Manufacturer narrative:
The device was not returned for evaluation, no pictures were provided, and no lot number was provided. The complaint could not be confirmed and root cause could not be determined. Broken needles can occur if the customer holds the needle too close to the eye or end point with clamps, and the IFU includes this instruction to avoid breakage. If any additional relevant information is identified, it will be submitted in a supplemental report.

Manufacturer narrative:
The device is not available to be returned for evaluation. The investigation is ongoing. Once we have additional relevant information, it will be submitted in a supplemental report.

Event description:
Complainant alleges "needle broke while in use."